Event description:
It was reported that both of the patient's implantable neurostimulators (ins) were "done wrong" and that they experienced a "sparking" from the lead component on their side above their waist. It was stated that they had "9 bad leads" about one and a half years ago. It was also reported that one of those devices had recently "died". Both inss were subsequently replaced. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-06320.

Event description:
Further information indicates that the patient's the leads were in the correct place and nothing further could be done. The patient also started to receive cortisone shots and that their devices would turn on and off. In addition, it was noted that they had the "9 leads" replaced.

Manufacturer narrative:
Product ID 399930, lot# v173396, serial#, implanted: 2008 (B)(6), explanted: product typ lead, product ID 3887-33, lot# v155239, serial#, implanted: 2008 (B)(6), explanted: product typ lead, product ID 37742, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ programmer, patient product ID 37742, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708360, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product typ extension, product ID 3708260, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).